Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00433. It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was selected for implant. During the implant procedure, when the device was deployed, the distal disc presented in a mushroom configuration. The device was removed and replaced with a 30 mm amplatzer pfo occluder. During the deployment of the 30 mm occluder, it's distal disc presented in a mushroom configuration as well. The device was removed and replaced with a 30 mm non-abbott device, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of deformity of distal disc of the device was reported. Five photos were received from the field, which appeared to show deformed shaped of occluder device. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.